Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had leakage due to crack in the injection port. This issue was discovered during filling. The device was filled with 3952mg fluorouracil (cytostatics). There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from september 2, 2021 - september 3, 2021. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye noted a vertical crack located on the fill port. When the unit was leak tested, leak was observed at the crack area. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.